Event description:
A caller reported encountering a cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided information for a pump reset and assisted the caller through the process. Following the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.